Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a primary breast revision with mentor siltex round moderate profile, 350cc saline prosthesis, experienced left sided deflation, post procedure. The report indicated that the implant started slowly leaking over summer, and then during christmas was completely deflated. As a result, patient underwent an explant on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. According to the revision carried out on (B)(6) 2021 for lot number 7295661. Non-conformance's were found with number (B)(4) related to device malfunction. Recall#: ¿3005423519-10/12/2021-001-r¿. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 24, 2022 indicated that date of removal updated to (B)(6) 2022. The patient underwent bilateral replacements as follow: l/ cat#: 3504004bc , sn#: (B)(6) , r/ cat#: 3504004bc , sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on march 15, 2022 device evaluation completed on march 18 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sample, sal siltex rnd diap pkg 350cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor's procedures. Findings revealed a tear at a junction at the valve system. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).